Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during a hydrothermablation (hta) procedure, a fluid leak occurred. In the first minute of the procedure, there were 2 fluid loss alarms (one at 21cc's per minute and one at 46cc's per minute). The patient was cooled down, a hysterostomy was performed and there was a small perforation. The case was aborted. The physician put the patient on antibiotics. Patient condition is reported as "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.